Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that their insulin pump alarmed no delivery and motor error after inserting a new infusion set and reservoir. The patient's blood glucose at the time of incident was 7.5 mmol/l. The patient cleared the alarm, rewound the insulin pump, and used the same infusion set and reservoir. However, the no delivery alarm and motor error alarm recurred during the priming process. The patient changed the set and reservoir and was able to prime and rewind without incident. The reservoir will be returned for analysis.